Event description:
This is report 2 of 2 for the same event. It was reported from brazil that during an unspecified surgical procedure, it was discovered that two cutter devices ¿did not have the cutting area¿. There were no delays the scheduled surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the patient¿s condition was normal and the reported event did not affect the surgery or the patient¿s health. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.